Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full initial reporter phone number provided: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a burning smell and error 106 (non-recoverable system error) in an arctic sun device.

Event description:
It was reported that there was a burning smell and error 106 (non-recoverable system error) in an arctic sun device. Per follow up information received via mail on 21apr2025, no patient involved. Per sample evaluation results received via task on 04jun2025, it was reported that the monitor was not turning on.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to the temperature sensor connector was "soft" or moving, and the contact was leaking electrically, causing a smell of heated component. The isolation circuit card item has a fault in the sensor connector, where there is poor contact and causing a short circuit. Isolation circuit card was replaced. The monitor is not turning on. Control panel was replaced. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Corrections: b, d, f, h all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.